Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended during bolus delivery. Customer's blood glucose was approximately 200mg/dl. Additional information was not provided, however, customer reported the alleged issue resolved.